Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that a pt who had a sinus lift surgical procedure, using the product, had a post operative infection and was prescribed antibiotics and nonsteroidal anti-inflammatory drugs. Integra has requested additional clinical info.